Manufacturer narrative:
The device was evaluated by an independent service company and found to be working as intended. The reported problem could not be duplicated.

Event description:
User was laying her arm across the chamber while unloading and received a shock. No injuries were reported.